Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump it was noted that the internal flow rate was out of range. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no scratches and cracks on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, three accuracy tests were performed. Customer problem was duplicated. The pump was found to be over delivering to the manufacturing specifications. Root cause could not be determined, but the expulsor will be replaced.